Event description:
Device issue: difficult to remove, bent exchange sheath, clip on distal end. Time of device issue: during vessel closure. Symptom/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, although resistance was met, thumb advancer deployment was completed. During clip deployment, the exchange sheath bent. When the device was removed, it was noticed that the clip deployed on the distal end of the device. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4) - patient selection, agaisnt resistance. The device was received. Investigation is not complete.